Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was not holding the burr devices. During in-house engineering evaluation, it was observed that the device failed for temperature and cutter insertion. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed for cutter insertion and temperature. It was determined that the device failed for temperature because the bearings were worn out. It was determined that the device failed cutter insertion because the bearings were worn and damaged, creating a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.